Event description:
It was reported that the ilet issued frequent alerts during a day when the user treated a low glucose reading of 82 mg/dl with multiple carbohydrates, after which glucose rose to a reported peak of 290 mg/dl and subsequently returned to range as the system delivered corrective insulin. Symptoms included hyperglycemia. Outcomes included no functional impairment or healthcare utilization and the user remained in range by the time of the call. Investigation included customer care review of available reports and user education on hypoglycemia treatment and fingerstick confirmation. Investigation of this case revealed appropriate device responsiveness to hyperglycemia following user overtreatment of a low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia was the likely cause.